Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a report regarding an inquiring about ¿abbott issued a warning about "false high glucose" alerts using their freestyle libre 3¿ was received. The medwatch report further indicated that the customer was provided the following information in the abbott¿s notification: ¿provided lot numbers of devices affected; method of determining whether their device was affected, and direction on how to look up their app or reader¿. It was noted that the customer stated they don't use either ¿app or reader¿. There were no customer consequences reported. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.